Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was unknown. Customer is reporting a past event. Customer has changed the set prior to the no delivery but did not change the set after the no delivery, just did a rewind and primed the tubing and saw insulin go through so did not change the part that goes in her body. Customer does not have product in question to return. Customer got motor error alarm in the pump.